Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error while they were asleep. The patient's blood glucose at the time of incident was 82 mg/dl. The customer was able to clear the alarm and resume normal use of the pump. Troubleshooting was initiated and the customer stated that they were dancing and might have gotten sweat on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads and cracked display window.